Manufacturer narrative:
The result of 32.7 pg/ml was believed to be correct based on the patient's clinical history. The qc was acceptable. A general reagent issue was excluded. The field service representative found that the reagents were left on the device without refrigeration after the device was shut down for the weekend and were not stored in the refrigerator. He performed tests with acceptable results. The investigation did not identify a product problem. The investigation determined the issue was consistent with a sample quality/pre-analytical handling issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 32.7 pg/ml, and the repeated result was 1432 pg/ml.